Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Needle would not retrack when button was pressed no injuries.

Manufacturer narrative:
The complaint of needle retraction failure was confirmed, and the cause was determined to be manufacturing related. One needle for an insyte autoguard device was provided for investigation. The needle was received fully extended from the shield. Adhesive was found on the button and between the needle hub and the grip, which prevented activation of the safety mechanism and needle retraction. There were no other similar complaints from the implicated lot. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Event description:
No new information.